Manufacturer narrative:
Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2025, this patient underwent endovascular treatment for a left common iliac artery occlusion using gore® viabahn® vbx balloon expandable endoprosthesis (vbx device). A short sheath (11 cm) was inserted, and a gladius guidewire (0.014) was advanced to the aorta. Pre-dilation was performed using a sterling¿ balloon (4 mm × 4 cm). The guidewire was then exchanged for an amplatz super stiff¿ guidewire (0.035, 260 cm), and the vbx device was delivered. During expansion of the stent graft at 8¿9 atm, pressure suddenly dropped and blood entered the syringe, indicating balloon rupture. After deflation, the catheter was removed. Post-dilation of the stent graft was performed using a shiden hp balloon (8 mm × 2 cm), and the stent graft was implanted in the intended position. No adverse consequences were reported. The patient tolerated the procedure.

Manufacturer narrative:
Emdr section h6, codes c19 and d15 updated to reflect results of product evaluation. Evaluation summary: the engineering evaluation report details observations made directly on the returned device in addition to device photos captured during evaluation. The failure mode of a balloon rupture is confirmed due to the tear observed near the distal marker band as well as the observed leak through the balloon cover during inflation attempts. The root cause of the balloon rupture could not be established with the available information and evaluation. The failure mode of difficulty with withdrawal cannot be confirmed in a laboratory setting, and therefore root cause is unknown. The observed catheter damage is consistent with the reported difficulty with withdrawal and/or use in procedure, but root cause of the damage is unknown. An attempt at replicating the incident to further understand the failure was not pursued because the state of the device is no longer representative of how it would have been received by the user. Based on supplier controls, in-process inspections, and the available complaint information, a root cause cannot be established.